Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 372 mg/dl to "high". A correction bolus was delivered to address bg. Reportedly, the cause was due to not filling the infusion set tubing after performing an infusion set change. Tandem technical support guided the customer through the load sequence to address the issue.